Manufacturer narrative:
Additional manufacturer narrative: the device was not returned for evaluation as it remained implanted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. As the device remained implanted in the patient and no evaluation was able to be performed, the root cause for the calcification, severe stenosis, and degeneration remains indeterminable. However, it is possible patient related factors and progression of an underlying disease may have contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 19mm aortic pericardial valve underwent a valve in valve procedure due to calcification which lead to severe stenosis (gradient 103/64 mmhg, ef 50%), degeneration, and cardiac decompensation. The implant duration of the 19mm aortic pericardial valve at the time of the intervention was nine (9) years and two (2) months. A 20mm transcatheter valve was successfully implanted in the existing 19mm aortic pericardial valve. Both device remained implanted. No additional information has been made available.